Manufacturer narrative:
Received 25pc 450230/g170237w (also 22pc 450072/16c04b, loose pc 450042/16h17b and loose pc 450041/16k10b) for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaint and samples to our affiliated headquarters in (B)(6) from which we receive this product. According to their investigation and comments, a review of the production documentation indicates no abnormalities occurred during the entire manufacturing process and in process control. In addition, during final checking, which includes functional tests, no deviations were detected. The customer returned samples were functionally analyzed; no deviations were observed. The complaint cannot be confirmed.

Event description:
Customer states that several phlebotomists have had problems with the hub popping off while needle was in patient's arm on multiple occasions. They tried to continue their venipuncture by holding the needle and the hub separately but obviously this is not ideal or even safe. Phlebotomists state they were very careful to screw needle in hub and it still happened if patient moved. With the needle coming out after the third tube I believe it may be due to the threading striping. We are using all greiner products, hub, needle, and tubes. Phlebotomists have been collecting blood for many years, they are not new.